Event description:
It was reported that the right atrial (ra) lead exhibited a fracture. During lead explant, the laser damaged the right ventricular (rv) lead. The ra lead was explanted and the rv lead was partially removed. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant medical products: product ID: l301 ipg, implanted on (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.